Event description:
An aneurx stent graft system was inserted into a pt for the treatment of a 4.4 cm abdominal aortic aneurysm. Vessel morphology was reported as moderate to severe tortuosity and moderate to severe calcification. It was reported that the first aneurx device could not be advanced to the intended landing zone; a stiff enough wire was not available at the time of the procedure in order to straighten the tortuous vessels, and therefore, the device kinked during the advancement attempt. The device was removed from the pt and discarded by the user facility. The physician then ballooned the vessel and inserted another aneurx device (MFR report # 2953200-2010-01309), which also kinked during the advancement attempt. The second device was also removed from the pt and discarded by the user facility. The procedure was aborted at this time. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: moderate to severe vessel tortuosity and calcification. Stiff wire not available during the procedure. Conclusion: moderate to severe vessel tortuosity and calcification. Stiff wire not available during the procedure.